Event description:
It was reported that the pump touchscreen was timing off sooner than expected intermittently. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.